Event description:
It was reported that during a preparation for a percutaneous transluminal coronary angioplasty (ptca) procedure, foreign material was discovered. A hair was found between the stent and the balloon of the 24mm x 5.0mm liberte' monorail stent delivery system. It was further reported that the hair was "under the stent". The event occurred outside of the patient when removing the device from the hoop and the device was not used. The procedure was not completed due to the unavailability of another of the same device. No patient injuries or complications were reported.

Manufacturer narrative:
.